Event description:
A power source alert was reported by the caller when using a computer usb port to charge the pump, without the tandem wall adaptor. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the laptop into a power source, which successfully resolved the issue, resulting in the pump beginning to charge as intended.